Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized due a pump-related driveline infection. It was said this was due to the complexity of device-related and medical management. Surgery and drug therapy was performed. It was said there was a clear association with the device.

Event description:
It was said the cause of rehospitalization was due to the infection and complications of surgical wound. Surgical procedures related to medical device was performed at readmission. It was said there was a clear association with the device.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.